Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor break. The customer's blood glucose reading was 203 mg/dl. The customer stated that the sensor electrode fractured while in the body. The customer stated that the electrode was not seen in the body. The customer stated that there was a cannula break while wearing. The customer mentioned that the sensor was in use for 4 days. The customer will be sent replacement sensor.